Event description:
Kci received article, armstrong, d.g. Negative pressure wound therapy after partial diabetic foot amputation: a multicentre, randomised controlled trial. Lancet (2005) 366: 1704-10 that reported that two pts placed on v.a.c. Therapy underwent a "second amputation". No add'l info is available. The unit's type or serial number was not provided, therefore kci cannot conduct a device eval of the unit.

Manufacturer narrative:
The study was based on "the rate of wound healing after partial foot amputation in pts with diabetes". The first amputations were done prior to the placement of v.a.c. Therapy. Based on the info provided, it cannot be determined that the alleged second amputations are related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause.